Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into left eye (os), 4+ cell, small hypopyon, corneal edema with descemet folds, and vitritis was observed. Based on findings, the surgeon concluded the cause was toxic anterior segment syndrome (tass) or endophthalmitis. The next day, a tap & injection were performed. Results of the culture were negative. In the surgeon's opinion, the most likely cause of the event is tass. Patient outcome is unknown; the patient is improving slowly but had a severe case. The following medications were prescribed for use at home postoperatively: durezol/prednisolone 1 drop os q.1h duration: still going. Moxi 1 drop os qid duration: still going. Cyclopentolate 1 drop os bid duration: still going. Oral prednisone 60mg once daily duration: will taper.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
Additional information was received indicating the patient's care was transferred to another facility because they were doing poorly. Additional information regarding patient outcome was requested and not received.

Manufacturer narrative:
Additional info: b5, g3, h2, h6, h11.